Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully implanted in the patient¿s operative eye, however, the surgeon had to cut the iol and remove it from the eye for one of the haptics broke off. The surgery completed during the same procedure using a replacement lens of the same model and diopter. There were no unplanned medical or surgical interventions. No patient injury or complications reported. The patient was seen at the post-op visit and all looked great. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 8, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received cut in half; however, no lens piece that could confirm the condition of the lens haptic was received (no haptics or haptic detachment sites on the lens were returned for evaluation). No additional defects were observed before and after cleaning the lens piece. No handpiece defects and assembly issues were observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed which suggests an inadequate amount of ophthalmic viscoelastic device (ovd) was used during loading and insertion which may have contributed to the complaint issue. The complaint issue "haptic detached" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Historical data analysis: a search of complaints related to the production order was performed. The search revealed one additional complaint was received for this product order number. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing; therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.